Manufacturer narrative:
One (B)(4) bioraptor knotless suture anchor device was reported on. The product reported on is intended for hip applications. The procedure listed was a shoulder procedure. The s+n representative also advised against a method that the surgeon applies. The complaint stated: ¿surgeon was going to lock the anchor he turned the locking wheel one time and it clicked directly. He was rotating the wheel a few more clicks because he is used to turn it a couple of more clicks. The anchor locked and the repair was great as it should be, but the metal piece from the inner plug inserter was left and broken in the anchor. No harm for the patient and the anchor locked in the patient. This is a reclaim because of the early locking in the anchor. I have informed the customer to stop turning the looking wheel after 2 clicks so he will not brake the metal inserter in the inner locking plug more in the future. The inserter presented no damage. There are no chips missing material from the distal tip. Factors that may affect device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation according to instructions for use (IFU). No root cause related to the manufacture of this device was confirmed. No further investigation is warranted at this time. Contact information updated. Response added as contact is not a health professional.

Event description:
It was reported that during a bankart repair, the surgeon passed the suture threw labrum and the capsule shift, he loaded the anchor with one suture as he is used to and he drilled the hole. After hammering in the anchor, he was going to lock the anchor he turned the locking weel one time and it clicked directly. He was rotating the weel a few more clicks because he is used to turn it a couple of more clicks. The anchor locked and the repair was great as it should be, but the metal piece from the inner plug inserter was left and broken in the anchor. No harm for the patient and the anchor locked in the patient. This is a reclaim because of the early locking in the anchor. I have informed the customer to stop turning the looking weel after 2 clicks, so he will not brake the metal inserter in the inner locking plug more in the future.